Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify event: could you please explain/describe what does it mean by ¿packaging is breaking easily¿? Were holes, rupture or tear observed on the packaging? Please specify. Was the package breaking during opening? The following information was requested, but unavailable: please provide procedure name. Any photos available for visual analysis? How was the procedure completed? Events were reported via 2210968-2021-07018 and 2210968-2021-07020.

Event description:
It was reported that prior unknown surgery on (B)(6) 2021, the external suture packaging was breaking easily, competing with the product's contamination, making its use in the surgical center unfeasible. Material was in the operating room when the damage was identified. There were no patient consequences reported. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2021. A manufacturing record evaluation was performed for the finished device lot number an5036, product code 1215t, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.